Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported the display on the insulin pump went blank. Customer's blood glucose was 100 mg/dl. It was stated the insulin pump had been dropped but did not hit the floor. The device was also possibly exposed to perspiration. The customer stated the battery compartment and spring were neither damaged nor corroded. Customer did not have a new battery with which to test the device. The customer reinserted the same battery that was already in the insulin pump and received a failed battery test and battery out limit alarms. The customer was advised a replacement battery cap would be replaced. The insulin pump will not be returning at this time for analysis.